Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The incident caused the customer¿s blood glucose level to exceed 500 mg/dl, as it displayed "high," but the specific value was unknown. Customer had not yet treated the high blood glucose at the time of reporting. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.